Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm without any low battery alarm. The customer¿s blood glucose level was 10.8mmol/ l at the time of the incident. This is the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any battery related alarms were recorded and verified. No unexpected alarms noted in pump download history on or around event date. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. Unit passed active measurement current test and sleep measurement current test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit may had an intermittent failure not detected our testing. Unit was received with cracked retainer and serial number label damage. Unexpected battery loss was not confirmed due to unit powering up normally after battery installation. Unit function properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.